Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection noted a detached downstream occlusion seal. The seal was replaced. The device then passed all functional tests.

Event description:
The device evaluation found that there was a detached downstream occlusion seal.